Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor.

Event description:
The customer reported via phone call that the insulin pump does not get the green light when connected to sensor. The customer¿s blood glucose level was 177 mg/dl. The insulin pump will be returned for analysis.